Event description:
According to the information received, while the valve was being "pushed down" (parachuted), one of the leaflets fractured into three pieces. The valve was removed and replaced with another 21 mm sjm regent valve (model, s/n unknown). Additional info indicated the pt did not have a heavily calcified annulues or hypertrophied septum. A sjm sizer set had been utilized to size the annulus and passed through without resistance. The holder/rotator remained attached to the valve as it was partially parachuted into the annulus. The holder/rotator was then removed and the valve was parachuted into the annulus the remaining distance with the surgeon's middle finger without pressure and prior to the suture knots being tied. The leaflet fractured into three pieces, two of which were retrieved. No instruments were placed through the valve and only the sjm holder/rotator and the surgeon's fingers came into contact with the valve. It was reported one piece could not be found following rinsing and may have remained in the pt; however, it was also reported the pt was "good" and experienced no consequences as a result of this event. No additional info was received, including any reports of pt complications related to the missing leaflet portion.